Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, follow up imaging was uploaded and a device shift was noted. The closure device was no longer meeting position, anchor, size and seal (pass) criteria; the position changed and the laa was still open. A leak was discovered on computed tomography (CT), but it could not be measured. A follow up transesophageal echocardiography (tee) has been scheduled. There were no patient complications.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, follow up imaging was uploaded and a device shift was noted. The closure device was no longer meeting position, anchor, size and seal (pass) criteria; the position changed and the laa was still open. A leak was discovered on computed tomography (CT), but it could not be measured. A follow up transesophageal echocardiography (tee) has been scheduled. There were no patient complications. It was further reported that the patient presented to the hospital with gastrointestinal bleeding and a follow up transesophageal echocardiography (tee) was performed.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6 impact code update from f26 no health consequences or impact to f2203 imaging required.